Event description:
During anterior cervical spine surgery surgeon was using koros kerrison 2mm device. Device broke (screw snapped of plate), surgeon believes device moved forward at the time device broke. Patient with neuro deficits post op, required return to surgery and admission to neuro ICU, outcome undetermined at this point.